Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error, prime/fill anomaly, e alarm and display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are rainbow like colors on his display. The customer stated that the up and down buttons do not always respond when pressed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened down keypad dome. The keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify prime due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No rainbow like colors noted on lcd display. Lcd ok.